Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed a damaged guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), a non-bsc "diago" device was protected with a non-bsc guidewire and a 2.75×16 synergy stent was implanted through direct stenting using a non-bsc guidewire in lad main branch. Immediately after that, the opticross¿ imaging catheter was delivered distally to the stent to check and confirm correct positioning of the stent through intravascular ultrasound system (ivus). Good apposition was confirmed. However, while removing the opticross¿ imaging catheter out from the patient's body, it got stuck near the distal edge of the stent. The physician successfully retrieved the opticross¿ imaging catheter out from the patient's body. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter stuck in stent occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), a non-bsc "diago" device was protected with a non-bsc guidewire and a 2.75×16 synergy stent was implanted through direct stenting using a non-bsc guidewire in lad main branch. Immediately after that, the opticross¿ imaging catheter was delivered distally to the stent to check and confirm correct positioning of the stent through intravascular ultrasound system (ivus). Good apposition was confirmed. However, while removing the opticross¿ imaging catheter out from the patient's body, it got stuck near the distal edge of the stent. The physician successfully retrieved the opticross¿ imaging catheter out from the patient's body. The procedure was completed with this device. No patient complications were reported.